Manufacturer narrative:
(B)(4).

Event description:
During ICD device replacement, an insulation abrasion was revealed. The lead was explanted and replaced. The patient is well.

Manufacturer narrative:
Visual analysis found damage that is consistent with that occurring at the time of explant. Visual analysis did note surface abrasions on segment a while there were no signs of insulation abrasion on either segment. Electrical testing that could be applied did not find any indication of conductor fractures or internal shorts. No further tests were performed.